Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported via phone call high blood glucose levels. Customer's blood glucose reading was 431 mg/dl. Troubleshooting for the high blood glucose levels was performed. Customer changed out their set 3 times and their blood glucose levels are still high. Customer has used manual injection to treat their high blood glucose levels. Customer performed and passed the high pressure test. Customer was advised to change out the entire set, reservoir, insulin and treat their high blood glucose levels per healthcare provider's instructions. Customer was advised 4 replacement sets will be sent out to them as well.